Event description:
Customer claims that the alarm unit powers on, but was unable to change any of the unit modes. There was no pt injury reported. Evaluation of the returned alarm unit shows that it does power on. The unit has no alarm tone when set to the voice and tone feature. The tone volume is low when set to tone.

Manufacturer narrative:
(B) (4) - unable to change any of the alarm unit modes. (B) (4).